Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-00495.

Manufacturer narrative:
Device 2 of 2. Section. Method: - device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found. Both leads were returned incomplete and could not be functionally tested. Both are missing the terminal and electrodes and multiple points of outer tubing damage. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.